Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records and x-rays were provided. Review of the supplied investigational inputs confirmed the reported concern. Provided information indicates the patient was obese at the time of revision surgery. Review of the device history records and/or a lot specific complaint database search was not possible as the product codes and lot codes required were not provided. The investigation could not draw any conclusions about the root cause of the reported event; however, among other conditions, excessive patient weight tends to adversely affect joint replacement implants. It is not known to what extent, if any, this may have been a factor in the reported problem. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address osteolysis. Femoral loosening at the cement/bone interface was also reported; however, competitor cement was used at the time of original implantation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.